Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for a follow up device check. Upon interrogation of the device, episodes of atrial lead noise were observed. The noise was reproducible when patient performed isometric exercises. Programming changes were made to resolve the noise issue. The patient asymptomatic prior to and during the device interrogation. The healthcare provider will continue to monitor the device.